Event description:
Reportedly a pt had a hernia repair procedure eight months ago (2002). The pt was re-operated on for the same hernia 8 months later. The dr believes absorption of the mesh is the cause.